Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 04/02/2012. Eval of the device observed that one pin was no longer attached to the mounted drive shaft. No other external damage was observed. It was confirmed that the attachment was disassembled and that the gearbox was completely seized. The gearbox was replaced. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the key chuck drilling end was disintegrate on the universal key chuck attachment w/ key 1000 rpm. It happened during drilling, surgery was completed with another device. There was no pt harm or delay reported.